Event description:
Add'l info rec'd from MFR 12/13/02: the physician attempted arteriotomy closure with the perclose a-t device. When deploying a device a link break occurred. The device was removed and a second device inserted for successful closure. The device has not yet been received by abbott for testing and investigation. It was determined that the reported incident is non-reportable and would not cause serious injury. The abbott aware date is 11/04/2002. Abbott is currently awaiting the return of the device.

Event description:
Link failure with device per company representative. New device to table and used by md.